Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery to treat metacarpal fracture of second finger. During the surgery, when the surgeon inserted the screw to the fracture part, the screw broke at its neck. Procedure was completed without any surgical delay. This report is for one (1) va lockscr ø1.5 self-tap l14 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A product investigation was conducted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.